Event description:
In 2007, a pharmacy contacted lifescan (lfs) another country alleging that a lay patient's one touch mini meter read inaccurately. The pharmacy reported that the patient experienced a hypoglycemic event several weeks ago. The lfs germany customer service rep (csr) spoke to the patient's wife the same day, to obtain add'l info. Since having heart surgery in four and a half months earlier, the patient has taken glimepiride oral diabetes medication (dose not provided) and 16 units of lantus insulin each evening. The patient does not adjust his diabetes treatment regimen based on his meter readings. The patient's wife said the patient started shivering, sweating and babbling with his head hitting the table in the morning approx two weeks ago (exact date and time is unk). The wife tested the patient's blood glucose level with the reported meter and obtained a result she said was "probably around 81 mg/dl". There is no info on whether the patient was given any treatment. Two days later, the patient collapsed in the am. Ther is no info on whether the pt lost consciousness or whether he exhibited any other symptoms. The wife called the patient's physician. The physician tested the patient at an unspecified time using the reported meter and obtained an "ok" result; the specific result obtained was not provided. The physician took the patient to his office and performed an ECG, which was also described as "ok". In the evening of the same day the patient collapsed again. The wife called the physician. The physician tested the patient's blood glucose level and obtained results of 115 and 120 mg/dl on the reported meter compared to a result of "around 80 mg/dl" on the physician's meter. The wife said the physician diagnosed the patient as hypoglycemic and treated him with dextrose and chocolate. "A little bit later" he received his insulin. There is no info on whether or not the insulin treatment he received was his usual dosage of lantus and whether the results of 115 mg/dl and 120 mg/dl on the patient's meter and the result of 80 mg/dl on the physician's meter was after the patient received the treatment. The wife said the physician gave the patient glucose solution during the following two days. There is no info on whether the patient's blood pressure was tested. The csr noted that the wife did not have any of the reported test strips when she spoke with the csr. The wife was unable/unwilling to answer whether the puncture site was cleaned correctly when the patient was tested with the lfs products. No further clinical information was provided. It would have been helpful to know how often the patient tests in a day, readings and how much oral medication he took prior to the event, whether or not the patient was eating his usual amount prior to having his symptoms on both days or whether the patient was eating less than usual, the patient's hematocrit level, and what is a usual blood glucose level the patient obtains when he has symptoms of hypoglycemia. The complaint is being reported because, although there is insufficient info provided in regards to the events leading to the patient losing consciousness. The results obtained on the reported meter did not correlate with his symptoms. The patient received treatment for hypoglycemia by the physician.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.